Event description:
Boston scientific received information that during the attempted implant of this lead, a perforation occurred. The patient was symptomatic due to loss of appropriate atrial capture, and was returned to the operating room to extract this lead. The physician did not like placement of this lead and implanted a new dextrus lead with success. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.